Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigation of this event has determined the sample gave a false negative result. Further testing determined the false negative was caused by the presence of the point mutation r72h in the analyte.

Manufacturer narrative:
Three samples were tested for probnp and the customer results could be duplicated. Further testing concluded that there was not any influence of an inhibitory substance. Based on additional investigation results, mutated probnp is present in the patient sample.

Event description:
The customer reported that the n-terminal pro b-type natriuretic peptide (probnp) results for one patient did not match the patient's clinical condition. On (B)(6) 2014, the patient was taken to a hospital and diagnosed with acute myocardial infarction. Percutaneous coronary intervention was performed on the patient. On (B)(6) 2014, a sample from the patient resulted as <5.0 pg/ml for probnp and 0.06 ng/ml for troponin t. On (B)(6) 2014, a different sample from the patient resulted as <5.0 pg/ml for probnp and 0.86 ng/ml for troponin t. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The analyzer model and analyzer serial number were asked for, but not provided.